Event description:
Revision surgery - the patient fell and fractured her femur. As a result the size 11 lateral liner hip became loose. The surgeon removed the linear stem and replaced it with a size 7 alfa ii stem. The patient is noted as being obese at the time of surgery.

Manufacturer narrative:
The reason for this revision surgery was to remedy a loose stem. A required intervention to prevent permanent impairment/damage and significant adverse event was noted by the healthcare professional. There was no delay in surgery, and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed one non-conforming material report associated with this product for scratches. The parts were retouched. The root cause was determined to be a fractured femur as a result of the patient falling. There are no indications of a product or process issue affecting implant safety or effectiveness.